Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker did not feel good and had low energy. When the patient was in the doctor's office, somebody told the patient that there was a setting of the pacemaker that was turned off which was usually turned off for elderly patients. Apparently, the setting was already turned back on for the patient. The patient also inquired if there was anything transmitted in the remote patient monitoring system. The clinic told the patient that there was nothing found since device was last checked several months ago. Boston scientific technical services (ts) gave explanation about the remote patient monitoring system and its functions. Device still remains in service. No adverse patient effects were reported.